Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. Additional information: e1(event site postal code - (B)(6). It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a issue of keypad is not working. There was no patient involvement. A getinge field service engineer (fse) observed and found same. He opened keypad and observed that keypad label overlay and keypad controller shield required for further diagnosis. Replaced keypad label overlay & shield, keypad controller. Performed all functional tests successfully. Machine handed to the customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units keypad is not working. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) units keypad is not working. There was no patient involvement.